Event description:
Rptr's 84-yr-old mother is an insulin-dependent diabetic. She began using the test strips. The box labeling states "for use with a particular co's blood glucose meter." The diabetic is using the glucose monitor. For three consecutive days the diabetic was taking her readings using the test strips. The readings were very low (between 40 and 45). Rptr explained a normal reading for a non-diabetic would be 80-100 and a controlled diabetic's reading ranges between 100-150. When visiting her mother (on day 3) the mother mentioned she had not been feeling well and that her glucose readings were extremely low. She had not taken insulin for three days. Rptr checked the meter for accuracy. The unit tested out okay. She then checked the test strips for accuracy. The unit repeatedly indicated there was not enough blood although rptr claimed she was using plenty of the test solution. Rptr then tested her own blood (she is not a diabetic) and her reading tested at 50, considered low. She then went out and purchased the meter's brand of test strips. Her mother's reading (after fasting) was 275. Rptr called the pt support line. She was told there was a problem with that lot number and there have been numerous complaints. She was told their supplier was selling them product which expires too soon. Rptr requested a refund but was told they would only replace the product. An inspection was conducted 9/27/94. Inspection revealed the firm admitted the product was out of specs for stability. They did not initiate a recall. The problem was referred to the MFR.